Event description:
Physician used a vari-lase kit in a clinical procedure for the treatment of varicose veins. When the physician attempted to insert the vari-lase fiber into the micro introducer, the fiber pierced the side of the micro introducer. Both devices were then removed from the patient before the laser was fired. No patient impact was reported.